Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Additional findings were as follows: due to damage on channel tube, water tightness is lost, the image guide bundle has significant breakages, the distal end was shaved, the adhesive on the bending section cover is detached, and due to wear of angle wire, bending angle in up direction does not meet the standard value. It is most likely that wear and tear damage with mishandling and with increasing use/time. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the eves eus ultrasound bronchofibervideoscope had image issue - no vision. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported no image issue could not be confirmed and a definitive root cause of the issue could not be determined, however, significant damage to the image guide bundle was observed which could result in image loss. The image guide bundle damage was likely the result of wear and tear due to repetitive use and or user handling/mishandling. Olympus will continue to monitor field performance for this device.